Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a needle eclipse 21x1 rb tw caused an allergic reaction during use. The following was reported by the initial reporter: "it was reported after injection the pt developed redness, pain and swelling of the left thigh. He had left thigh abscess incision and drainage by the next day. It had gotten worse, so he was admitted for IV antibiotics and packing of the wound verbatim: per customer response, on the e-mail: 11/19/2020. The needle is one that came in a box of bicillin. We¿d never seen a reaction like this after giving this medication so we felt it was worth reporting. I¿m not sure what caused this child¿s abscess, if it was the needle, the medication, the fact that he vomited on the site after the injection was given or what was the cause. The needle was a bd eclipse 21 g 1 in, lot # 7176188, exp. 06/30/2022. On (B)(6) 2020, pt received a bicillin injection in his left thigh for tx of strep pharyngitis. Immediately after receiving the injection, he vomited in his lap and on his legs in the area where he had received the injection. Within a day or two of the injection he developed redness, pain and swelling of the left thigh, at/near the injection site by (B)(6) 2020 it had gotten worse and he went to the local children's hospital where he had left thigh abscess incision and drainage by the next day. It had gotten worse, so he was admitted for IV antibiotics and packing of the wound. FDA safety report ID # (B)(4)".

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The sterilization records were reviewed, and no abnormalities were observed. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that a needle eclipse 21x1 rb tw caused an allergic reaction during use. The following was reported by the initial reporter: "it was reported after injection the pt developed redness, pain and swelling of the left thigh. He had left thigh abscess incision and drainage by the next day. It had gotten worse, so he was admitted for IV antibiotics and packing of the wound. Verbatim: per customer response, on the attached e-mail: 11/19/2020. The needle is one that came in a box of bicillin. We¿d never seen a reaction like this after giving this medication so we felt it was worth reporting. I¿m not sure what caused this child¿s abscess, if it was the needle, the medication, the fact that he vomited on the site after the injection was given or what was the cause. The needle was a bd eclipse 21 g 1 in, lot # 7176188, exp. 06/30/2022. On (B)(6) 2020, pt received a bicillin injection in his left thigh for tx of strep pharyngitis. Immediately after receiving the injection, he vomited in his lap and on his legs in the area where he had received the injection. Within a day or two of the injection he developed redness, pain and swelling of the left thigh, at/near the injection site by (B)(6) 2020 it had gotten worse and he went to the local children's hospital where he had left thigh abscess incision and drainage by the next day. It had gotten worse, so he was admitted for IV antibiotics and packing of the wound. FDA safety report ID # (B)(4)."